Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the flushing of the arterial lumen of the central venous catheter, the red ultem adaptor had broken off above the level of the clamp. A small piece of the catheter extension tubing was still attached to the adaptor. The line was clamped immediately and the end was attached. The line was then flushed and locked with heparin. The catheter extension has been repaired with the repair kit and the catheter is presently functioning well. The catheter had no previous repairs. There was no blood loss, blood transfusion, or patient injury.